Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with cracked display window corners, battery tube threads, reservoir tube lip, scratched lcd window and broken belt clip slot.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that he quit using the infusion set and placed the pump real high while he took a shower. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.